Event description:
It was reported that a dexcom g7 failed to establish and maintain connection with the ilet, resulting in the pump displaying ¿connect cgm or enter bg¿ with a dosing stop countdown and repeated pairing failures despite restarts and re-entry of the pairing code; the user replaced the sensor after the pairing failure persisted. Symptoms included hyperglycemia, with fingerstick values around 320 mg/dl initially and then 286 mg/dl trending down, while the user felt okay. Outcomes included interruption of automated dosing that required fingerstick monitoring and manual management until cgm connectivity could be restored. Investigation included remote troubleshooting, device restarts, re-initiation of cgm setup, re-entry of the pairing code, observation of intermittent cgm readings, and guidance on replacement of the sensor. Investigation of this case revealed a failed cgm sensor pairing to the ilet consistent with a sensor failure and pairing failure, with the ilet pump and its cgm communication function implicated in the inability to maintain connection. It was concluded, based on previously established findings for similar reports, that the cause was a failed cgm sensor pairing leading to loss of cgm data to the ilet.